Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their pacemaker exhibited under sensing during an episode of high ventricular rate (hvr). No intervention was performed, and the patient's status was unknown.